Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with chest pain on (B)(6) 2018. Acute coronary syndrome (acs) was ruled out and was concluded to be due to acute on chronic decompensated heart failure. During that admission, inr was subtherapeutic (inr 1.7, goal 2.5-3), and pro-bnp 1690. The patient received IV diuretics and was discharged on torsemide 40mg bid and metolazone prn. Ros remarkable for recent "gi bug" with subsequent increase in fluids intake. The torsemide was increased at home to 60/40 and 2.5mg metolazone and still believed there was some volume overload (weight about 30lbs over his dry weight). Patient had not reached his dry weight since the last discharge and with progressive fatigue/dyspnea, and decided to return to the hospital on (B)(6) 2018. The patient presented with significant fluid overload and right-sided hepatic congestion, which continued to worsen even after initiating IV dobutamine and bumex drips, (was briefly on lasix drip, diuril and losartan which had to be stopped due to hyponatremia). Intra-aortic balloon pump (iabp) was inserted on (B)(6) 2018 and patient did exhibit some improvement. Computed tomography of chest/abdomen/pelvis with contrast performed the following day, which per radiology impression, did not indicate evidence of outflow graft obstruction. However, since pulmonary capillary wedge pressure (pcwp) on right heart catheterization was in the 30¿s, the team was concerned for lvad dysfunction. Patient underwent a pump exchange on (B)(6) 2018 due to presumed pump thrombosis/lvad dysfunction. As of (B)(6) 2018 the patient is doing well; transaminitis and renal function are improving. Patient is now off inotropes and diuresing well. Dipyridamole 75mg tid has been added to patient¿s anticoagulation regimen status post exchange. Of note, patient has a history of factor v leiden, with past history pre-vad of deep vein thrombosis (dvt) and pulmonary embolism (pe). No additional information was provided.

Manufacturer narrative:
The evaluation of the returned lvad did not reveal any device-related issues. The report of suspected pump thrombosis was not confirmed through this evaluation. In addition, a direct correlation between the device and the reported events could not be conclusively established. The pump was returned assembled with the pump cable severed approximately 5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft conduit and the apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.